Manufacturer narrative:
Initial.

Event description:
It was reported that a user started a freestyle libre 3 plus continuous glucose monitor (cgm) sensor, received an activation successful message, and then the ilet displayed a ¿cgm offline, enter bg¿ alert while the device continued attempting to pair; rescanning the sensor and waiting was performed and the pairing subsequently proceeded as expected after warm-up. No adverse clinical symptoms reported. Outcomes included temporary interruption of automated cgm data with no health impact. User support included remote technical review and guided troubleshooting steps. Investigation of this case revealed a temporary cgm-to-pump pairing delay during sensor warm-up, consistent with expected pairing behavior and resolved by rescanning and waiting for connection. It was concluded, based on previously established findings for similar reports, that the cause was user-device pairing delay during sensor warm-up with no device malfunction identified.